Manufacturer narrative:
The company representative examined the system and replaced the fluidics module. Preventive maintenance was performed. The system was then tested and met all product specifications. A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported observing several cases of corneal burns which occurred during different surgeries. The surgeon was unable to determine the cause of these corneal burns. She mentioned that she has sometimes found the tip of the handpiece body damaged ("was not perfectly circular"). In addition, the surgeon reported that handpieces were having to be tested twice before priming occurred. After the first attempt, a system message would display indicating that priming failed. No other info was provided. Additional info has been requested.